Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 5.41mm offset at the tips. The grips were found to have cracking damage. Additional observation(s) related to customer reported complaint: the instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.67mm x 1.35mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument had a bent tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue was found while reprocessing; after decontamination, therefore no patient involvement.